Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient cut the driveline with scissors resulting in the pump stopping. The patient required extracorporeal membrane oxygenation (ECMO) for hemodynamic support, and subsequently underwent a pump exchange. The patient suffered right ventricular failure postoperatively and did not recover. A decision was made to withdraw care. The patient expired on (B)(6) 2016. The vad clinicians reported that there were no device issues with the newly implanted pump. The pumps were not returned for evaluation. No additional information was provided.

Manufacturer narrative:
The reported damage to the driveline as a result of being cut with scissors could not be confirmed through this evaluation. No product or photographs of the cut were available for evaluation. The clinicians reported that the patient required extracorporeal membrane oxygenation for hemodynamic support as a result of pump stoppage due to driveline being cut with scissors. A pump exchange was performed; however, the patient experienced right heart failure post pump exchange and did not recover. A decision was made to withdraw care and the patient expired on 03mar2016. The clinicians reported that there were no issues with the newly implanted pump and the pump would not be returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.